Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A materials manager reported that an intraocular lens (iol) was scratched. There was no patient contact. Additional information was provided by the initial reporter that the procedure was completed with another iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the facility, that the iol was loaded too far; the rod pushed too far. There are two medical device reports associated with this event. This report is for the iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).